Manufacturer narrative:
To date, this product has not been returned to boston scientific; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced two weeks post implant due to a self-retracting helix. No further information was provided to the local area field representative. Besides intervention, there were no other adverse patient effects reported. This product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced two weeks post implant due to a self-retracting helix. No further information was provided to the local area field representative. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
The complete lead was returned to our post market quality assurance laboratory, where a thorough evaluation was performed. It was noted a bent stylet was returned in the lead. The helix mechanism was observed to be in a retracted position. Visual inspection found dried body fluid in the helix housing commensurate with use. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. A stylet insertion test passed through the lead with stickiness felt at the tip, commensurate with use. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid, also commensurate with use. Laboratory analysis did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced two weeks post implant due to a self-retracting helix. No further information was provided to the local area field representative. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.